Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 10/19/2015, mfg. Date: 10/19/2014. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 03/31/2016, mfg. Date: 03/31/2015. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 03/31/2016, mfg. Date: 03/31/2015. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 10/31/2014, mfg. Date: 10/31/2013. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the power sources were changing from one to the other earlier than expected. The controller and four batteries were exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (bat041545, bat205832, bat049577, bat205531, bat205789, and bat218773). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacture has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Also, log file analysis revealed that battery (bat201636) was not involved in power switching events. During the log file analysis, it was noted that the date and time was reset to zero. A reset to zero of the real-time clock (rtc) has no impact on normal functionality of the controller and only affects the time stamp of the events in log the log files. Analysis of the controller revealed that the controller passed visual examination but failed functional testing. Supplemental testing revealed that the real-time clock's internal battery was found with corrosion. This finding suggests that the real-time clock's battery was unable to hold charge, which caused a constant reset of the date and time. This observation is not related to the reported event. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Battery - bat201636 - unique identifier (UDI) number: (B)(4), battery - bat205832 - unique identifier (UDI) number: (B)(4), battery - bat205531 - unique identifier (UDI) number: (B)(4). (B)(4).